Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The available data showed one unexplained reboot on (B)(6) 2015. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The returned battery cap secured properly to the pump, and the pump was exercised for 24 hours with no power loss or intermittent power issue. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.